Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, it was noted that his leadless pacemaker implant site was oozing brown discharge. Antibiotics were administered to address the infection. The patient condition was stable.